Manufacturer narrative:
Pentax model  ec38-i10cf is distributed in the USA, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a report that occurred in (B)(6) stating "foggy image" involving pentax model ec38-i10cf, serial number  (B)(4). The event was reported to have occurred in the operating room before use. The device was returned and inspected at the pmk service center where the complaint was confirmed. The device is currently pending repairs.